Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2016, alpine stents were implanted in the left circumflex or left anterior descending coronary artery. Recently, the patient had been hospitalized (or came back in to the physician) for chest pain. Imaging was performed and revealed an aneurysm in a stent. There was no device malfunction noted. Another catheterization for treatment is possible. There was no additional information provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, aneurysm and angina are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received:in (B)(6) 2016, an unknown xience alpine stent was implanted in the left anterior descending (lad) coronary artery, mildly calcified lesion. On (B)(6) 2017, the patient started experiencing chest pain. On (B)(6) 2017, the patient was hospitalized for this chest pain. Imaging, done on (B)(6) 2017 noted that the xience alpine stent contained an aneurysm. The stent remained well apposed to the vessel wall. No treatment has been known to have occurred. Reportedly, the patient is in fine condition now.

Manufacturer narrative:
(B)(4). Correction: on the MDR follow-up#1, the device received by MFR date was incorrectly entered as 04/25/2016. The correct date should have been 04/25/2017.